Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was successfully removed during the second removal attempt on (B)(6) 2019 and the user was treated with antibiotics. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On sept 26th 2019, sensonics was made aware that user experienced bleeding at the insertion site.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The device was received. There is no failure of the device associated with the reported event. Excessive bleeding issue was caused by a "nicked artery" during the insertion process. The device does not need to be investigated further since there is no failure alleged. H6 result code updated to 3221. H6 conclusion code updated to 4311.